Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was doing fine and she went to the doctor for check up on tuesday. The technician changed settings causing issues. Patient was on program 2 at 0.9 and the therapy was working during the day and some at night. Program was switched to 4 at 0.6 volts. On the way home there was sharp jolts down the leg. Patient turned it down to 0.4 volts. Then yesterday the stimulation turned off by itself. Patient said they were sore, and it is not working as well they are going more rather then less. Patient wanted to know why the technician changed the settings and if they could change it back. Agent did not ask about the circumstances that led to the reported issue. Patient was told if they are more comfortable and get better results they can go back to where they were.